Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported via phone by the sales rep that during a meniscal repair using her 24 degree truespan device, when the doctor entered the joint space, he positioned the gun by turning it and pulled the trigger and heard a click. The white stop tube then starting turning. The gun was removed and they replaced it with a 12 degree implant to complete the procedure. There were no patient consequences or delays. The customer discarded the device. The sales rep provided photos of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as kara ditty-bovard. Contact phone number and email address have been updated accordingly. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. The sales rep provided some pictures of the actual device, nevertheless the failure cannot be confirmed based on the pictures. This complaint was not confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.